Event description:
Md (doctor) attempted to remove a headway duo catheter that was inside the patient's superior temporal vein. The catheter tip broke off as md attempted to remove it from the area where they were embolizing.